Event description:
A pt was at the doctor's office for a follow-up visit after a monarc sling system procedure. The doctor determined the sling was extruding through the vaginal wall. The doctor believes that a suture gave way and the sling then protruded through the vaginal incision and the pt healed with part of the sling outside the vaginal wall. The doctor removed the portion of the sling that was protruding.